Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: contamination of the button contacts and a dim, discolored display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad cover was torn by the down arrow button. On testing, all the keypad buttons respond properly. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. The display screen was noted to be dim and discolored.